Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for failed back surgery syndrome and non-malignant pain. The pump contained an unknown brand of morphine at an unknown concentration and dose. It was reported about 2 weeks ago the patient was given oral oxy prescriptions by their health care provider (hcp) for other preexisting pains the patient had in his arms and knees and everywhere else but his spine where the pump was. The patient stated he used to have oral morphine instead of oral oxy, and the patient asked the hcp if he could switch back to oral morphine. The hcp told the patient that he had a morphine pump, and that would take care of the rest of his body. The patient stated he disputed this with the hcp because he was told by two manufacturer representatives that the pump only addresses pain it is implanted for (e.g. Spine). The patient stated the hcp said different. The patient stated the pump worked fine and was used to control the patient¿s preexisting vertebrae 1-6 that when the patient stood up his spine compressed, and the patient would dive into a recliner. The patient stated the pump when implanted took away his preexisting spine pain immediately. The patient stated but the pain pump didn¿t take care of his preexisting knees and arm pain and other body pain. The patient stated he got something in the mail from their hcps office that dismissed him from their practice which was the reason the patient was seeking locator listings. About a week ago, the patient stated he got a magnetic resonance imaging (MRI) procedure regarding an unrelated reason to the pump or therapy. The patient stated he had two preexisting fusions done in 1980 and 1996, and the MRI was to check the area where his fusions were. The patient stated a female manufacturer representative came and checked his pump afterwards and said the pump status was okay. The patient had two preexisting fusions in 1980 and 1996 because the patient couldn¿t get out of the chair, and the two fusions resolved the issue immediately, and the patient was able to get out of the chair. About 9 months ago, the patient stated when he went to lay down in the bed, his whole right arm and part of his left arm would get hot, tingling and on fire after lying down. The patient stated somehow the bed was pinching something where those two preexisting fusions were and the patient couldn¿t sleep in the bed. The patient stated he had been sleeping in a lift chair and just ordered a brand new one. The patient stated that was the reason for the MRI. The patient did not have a hcp. Additional information received from the consumer reported the pump never took care of the pain the knees area or other parts. They were distinctly told by at least two manufacturer representatives that the morphine was only in the spinal reservoir. It just took care of the spinal cord and relieved the pain in their back, but nowhere else. Steps taken to resolve the pain included the patient took oxycodone ¿10/325¿ three times per day, but did little for the pain since they used to have six ¿10/325¿ per day for approximately 5 years back in ¿19¿. The oxycodone were like candy to them. The patient also had congestive heart failure (chf) plus diabetes, peripheral neuropathy, and their fingers and hands were numb and tingling all the time. It was the worst, and nothing relieved that pain. The patient was constantly in pain all day long, and there was nothing they could do about it. The morphine pills seemed to help a little with the numbness and tingling, so they were going to go back to them when they see the new pain doctor. Additional information received from the consumer on 2017-feb-21 reported the pump had never taken care of their knees, arm, and other body parts. The patient was told by two manufacturer representatives right from the start that it was not supposed to. It only was for their back pain in ¿1-6 vertebras¿. The patient was scheduled to have the pump operated on (B)(6) 2017. They would learn more then. The patient was sure the doctor would like to have one of the representatives be there. The pump was running very erratic at that time. The patient had an appointment on monday (B)(6) 2017 and a follow-up appointment on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.